Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier passed the recognition and engagement tests. The medium-large clip applier moved intuitively with the full range of motion in all directions. The grips opened and closed properly. There were no issues with clamping, unclamping or attaching clips. The medium-large clip applier was fully functional. However, the medium-large clip applier did have a bent grip. The top of the clip groove was damaged causing an offset at the tips. The medium-large clip applier did pass the clip test even with the grip damage. Failure analysis was unable to replicate nor confirm the customer reported complaint related to clip application.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier would not apply clips properly around the cystic duct. The clips would not fully close. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.